Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, while on extracorporeal circulation a leak was observed. There was a blood loss of 50ml or less, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 2,2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted. (B)(4). The returned sample was visually inspected, no anomalies were found with the returned unit. The returned sample was leaked tested by connecting with the syringe and a calibrated manometer. It was submerged into water bath, pressurized up to 1051 mmhg for 30 seconds. No leaks were noted. The large blue cap was found to be seated properly when an attempt was made to tighten the cap. A large blue cap was removed and threads were visually inspected, no anomalies were noted. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention was leak tested and successfully passed. The reported event was not able to be recreated using the returned sample or the retention sample; therefore this complaint was not able to be confirmed and the actual root cause cannot be determined. A possible root cause for the leakage during the cardiopulmonary bypass procedure is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.